Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe 1 cc 31 g x 8 mm is bending/breaking while inserting into the vial. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: customer returned (4) loose 1cc, 8mm, 31g syringes. Customer states that the needles are bending and breaking when inserting them into the vial. All returned syringes were examined and no bent cannula was observed, however, one sample exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. All remaining samples were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 31g: 0.0100¿-0.0105¿): data: point outer diameter (in) lube sample 1 good 0.0101 good sample 2 good 0.0101 good sample 3 good 0.0101 good. A review of the device history record was completed for batch # 6347723. All inspections and challenges were performed per the applicable operations qc specifications. There were one (1) notifications [(B)(4)] which were initiated during production of the above listed batch. All incidents noted within these notifications were unrelated to the complaint cause at this time. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula). Possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.